Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was at elective replacement indicator (eri). Longevity calculations determined that this device did not meet the expected longevity projections based on programmed parameters and therapy history. A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit, triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. Updated longevity estimations were distributed in (B)(6), 2004.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects.